Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the femoral access, the device lock button allegedly broke. It was further reported that the device allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned and the outer part of the safety lock slider was found separated from the inner part of the safety slider at the welding joint; the stent was found correctly loaded. The investigation leads to confirmed result for failure of the safety slider welding joint and subsequent deployment failure. Based on the investigation of the provided information, the investigation is closed as confirmed for separation of the safety slider at the welding joint. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back.', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', and 'verify that the safety lock slider is still in the locked position'. The instruction for use further state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' H10: b5, d4 (expiration date: 01/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the femoral access, the device lock button allegedly broke. It was further reported that the device allegedly failed to deploy. The procedure was completed by using another device. There was no reported patient injury.